Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that while in use on a patient the pb840 ventilator made a "beep" sound alarm indicating loss of ventilation. The patient was manually ventilated and was transferred to an alternate ventilator without injury.

Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that while in use on a patient the pb840 ventilator made a "beep" sound alarm indicating loss of ventilation. The ventilator was not made available to medtronic for evaluation. The hospital staff evaluated the unit and found abnormal inspiratory module pressure test, reconnected the tubing between the inspiratory pressure transducer autozero solenoid (sol1) and outlet manifold then performed the extended self test. The unit was reported to be working. With the available information, the potential cause of the reported event was due to a transient out of range pressure measurement. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.